Manufacturer narrative:
The returned product was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The instrument was returned fractured in two parts. The distal fragment was not returned. The proximal fragment has a length of about 866 mm. The balloon has burst in transversal direction about 31 mm distal to the proximal balloon weld. Microscopic inspection revealed scratches on the balloon surface in close vicinity to the tearing edge. The inner shaft has fractured just distal to the proximal balloon weld. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. In addition to visual inspections each instrument is tested for air tightness by means of a pressure test and a helium leak test. Based on the conducted investigations, no manufacturing or material relate root cause could be determined. The findings indicate that the balloon most likely burst due to application of pressure over rbp. The inner shaft including the balloon most likely fractured consequently during withdrawal due to tensile overload.

Event description:
During a pta shunt procedure, the passeo-35 xeo balloon was inflated up to 22 atm and ruptured circular. A part of the balloon remained in the vessel when it was removed. The remaining part of the balloon was removed by surgery.